Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n348511, implanted: (B)(6) 2012, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had a spinal fusion done 2 years prior to the report and the wires were wrapped up and around the fusion and it was ¿a mess¿. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.